Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds which led to loss of capture. The patient was asymptomatic. During the procedure, the physician elected to reposition the lead to discern whether this would resolve the issue of high capture thresholds, but the helix of the rv lead failed to extend. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were a helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued consistent with the procedural damage. The reported event of failure to capture was not confirmed as the analysis was normal. No electrical anomalies were found.